Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable as the iol was inserted and removed. If explanted; give date: not applicable as the iol was inserted and removed. Product testing could not be performed since the product was not returned for evaluation as it was discarded. The customer''s reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints revealed that no other complaint for this production order number have been received. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Investigation results reveal there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts were made to obtain additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion of a zcb00 21.0 diopter intraocular lens (iol), the patient's capsule ruptured, and an anterior vitrectomy was performed. There was no incision enlargement, no suture(s), and no patient injury reported. A different model lens was used to complete the procedure. The zcb00 lens was discarded by the surgery center. No additional information was provided to johnson & johnson surgical vision.